Manufacturer narrative:
The date of the event onset was reported as an unknown date in (B)(6) 2016. (B)(6). The device was received containing fluid in the bladder. Visual inspection using the naked eye revealed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed and the device functioned within specification range. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to a small volume folfusor. The event occurred during infusion with 2700 mg 5fu: 54 ml 5fu (non-baxter product) and 30 ml 5% glucose. The infusion time length was one week. After the week, the device had 31% of the fluid remaining in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.